Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On (B)(6) 2021, it was reported that the patient's infusion set's tubing detached at the tubing connector while normal wear. Therefore, she stated that there was a place from where she can disconnect and reconnect the tubing, but it seemed that it kept coming off. This issue occurred in a while before, but it happened twice this weekend. The site location was her leg and the infusion had been used for one day. Reportedly, there was no stress or pull on the tubing and the pump was not dropped with set connected to the patient's body. Currently, the patient's blood glucose level was 140 mg/dl. No further information available.